Manufacturer narrative:
Qn #: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "(B)(6) calling from the ICU to let me know that they just had to exchange an iabp after receiving a system error 7 subcode 10 alarm and ECG lead failure alarm that 'completely shut down the pump'. The pt was stable while the iabp was exchanged. No other information provided".